Event description:
During robotic surgery, da vinci 5 (dv5) robotic surgical system threw an error, surgeon tried to recover the error. When recovered, would not return to it's normal functionality. The dv5 stat line was called for troubleshooting.

Event description:
During robotic surgery, da vinci 5 (dv5) robotic surgical system threw an error, surgeon tried to recover the error. When recovered, would not return to it's normal functionality. The dv5 stat line was called for troubleshooting.